Manufacturer narrative:
The reported glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image freezing issue. The verathon technical service representative connected the returned monitor and cable to a known, good, test video laryngoscope, disconnecting and reconnecting from each end of the cable 15 times with no issues found. The monitor's image remained stable and clear throughout the entire duration of testing. These steps were repeated using a known, good, test cable with the returned monitor and test video larnygoscope with no issues found again. The camera image quality test was performed and passed. Corrective action is not required and no further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device evaluation has not been completed. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image on the screen froze. The customer attempted to unplug and re-plug the connected glidescope spectrum lopro s3 but the frozen image continued to persist. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.